Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg would not communicate with external devices. The patient last charged on (B)(6) 2018. Troubleshooting was unsuccessful. As a result, the ipg was repositioned on (B)(6) 2018 due to ipg was implanted too deep under the skin. Therapy was restored post-op.